Event description:
The pt was implanted on (B)(6) 2010 with a trial catheter and the physician had trouble inserting the catheter. The pt was now having difficulty moving her legs. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).